Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead helix would not extend. A different lead was implanted. No patient complications have been reported as a result of this event.